Manufacturer narrative:
(B)(4). The site indicated that the incident sample was discarded. If add'l info pertinent to the incident is obtained, a f/u report will be submitted.

Event description:
The customer reported that minor bleeding was observed after the device was used to seal during an open abdominal procedure. The generator in use provided an end tone, indicating a complete seal cycle. The blood loss was described as less than 250cc. The surgeon opened another type of ligasure instrument in order to complete the procedure. There was no pt injury. The site has indicated that the device was discarded after the procedure and will not be returned for eval.